Manufacturer narrative:
Follow-up report submitted to document the device evaluation results. The reported event was not duplicated by the manufacturers' device evaluation; however, the manufacturer diagnostic engineer found corroded motor flex during the device evaluation. The presence of corrosion in the motor flex may cause or contribute to the reported event. The motor assembly was replaced to address the event of the device running in the wrong mode and the device was returned.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the device would sometimes oscillate when activating the forward trigger. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the device would sometimes oscillate when activating the forward trigger. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.